Event description:
The manufacturer received information a service alarm o2 regulation failure. There was no harm or injury reported. During the evaluation of the device at a third-party service center, an o2 flow drift high and oxygen blending module valve failure error codes were found in the device's error log. The device's oxygen blending module subassembly needs to be replaced to resolve the issue. Additionally, the pca board needs to be replaced. Also, the air foam inlet filter needs to be replaced due to preventative maintenance.